Event description:
The customer reported that while in patient use the ventilator had the overheat condition present and now the amplitude is low on the performance check. While the overheat light came on while it was being used on a patient, there was no patient compromise as the ventilator kept performing to specs. They continued to use the vent. After the patient was weaned off of the vent, the vent was being cleaned and set up for the next patient. That is when they noticed that the amplitude was low on the performance check.

Manufacturer narrative:
(B)(4). Evaluation by the carefusion failure analysis technician is anticipated but has not yet begun.